Manufacturer narrative:
Although the reported pump stop event was confirmed through the analysis of the log file that was provided by the account, the cause could not be conclusively determined through the evaluation of the returned driveline. X-ray images of the internal and external portions of the driveline were submitted by the account and appeared unremarkable. Approximately 15¿¿ of driveline replaced by technical was returned for evaluation. A superficial break in the outer gray shrink wrap of a prior driveline repair was identified. Examination of the driveline found some shield breakdown on both sides of the prior repair, and approximately 9¿¿ and 14¿¿ from the distal controller connector end. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires found no significant fractures or breaches that would have contributed to the confirmed pump stop. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire¿s insulation. This test also did not reveal any insulation breaches that would have contributed to the reported event. The patient remains ongoing on pump support. The account communicated that the patient returned home with a non-grounded cable and is being followed up closely. No further information was provided. The hmii lvas IFU and patient handbook contain information regarding driveline care; however, all heartmate ii lvad drivelines have the potential for breakdown to occur dependent upon length of use and patient handling. A review of the device history records revealed the device met applicable specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Although the reported pump stop event was confirmed through the analysis of the log file that was provided by the account, the cause could not be conclusively determined through the evaluation of the returned driveline. The submitted log file captured a pump stop event on (B)(6) 2018 at 17:52, while the patient was supported by the power module. Based on experience with the hmii lvas and similar reported events, the pump stoppage event that occurred while the patient was supported by the power module could be indicative of driveline damage. Approximately 15¿¿ of driveline replaced by technical services through work order # (B)(4) was returned for evaluation. A superficial break in the outer gray shrink wrap of a prior driveline repair was identified. Examination of the driveline found some shield breakdown on both sides of the prior repair, and approximately 9¿¿ and 14¿¿ from the controller connector end. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires found no significant fractures or breaches that would have contributed to the confirmed pump stop. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire¿s insulation. This test also did not reveal any insulation breaches that would have contributed to the reported event. The patient remains ongoing on (B)(4) and no additional complaints have been reported at this time. The hmii lvas IFU and patient handbook explain that all hm ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. Approximate age of device - 1 year / percutaneous lead sn-(B)(4) was received on (B)(6) 2018. The patient remains ongoing with the lvad device. No further information was provided.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that patient was admitted with a break in the housing from previous percutaneous lead (driveline) replacement and a pump stoppage. Log files reviewed by the manufacturer's technical services confirmed the stoppage. On (B)(6) 2018 percutaneous lead (driveline) replacement was performed. The patient was asymptomatic.